Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 14 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and mobility. No further patient complications were reported.